Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed and without the device to analyze, a cause for the reported issue in closing the dilator rotating hemostatic valve (rhv)cap could not be determined. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This report is filed because during device preparation, the cap on the rotating hemostatic valve of the dilator did not tighten. If this were to recur in the anatomy, there's potential of air leak. It was reported that during device preparation, the dilator rotating hemostatic valve (rhv) cap did not tighten/did not thread to de-air the inside of the lumen of the dilator. There was no noticeable damage to the cap or the rhv. There was no patient involvement and the device was not used in the anatomy. There was no clinically significant delay to the intended procedure. No additional information was provided regarding hte rhv cap issue.